Manufacturer narrative:
Additional information has been requested, and if received will be provided in a supplemental report.

Event description:
It was reported that, "dislocation of femoral head. Replaced head and liner with competitive liner."